Event description:
Physician was using the scorpion needle with #2 fiberchain when the scorpion cut through the fiberchain. This happened a total of three times before opening a new one which worked well.